Manufacturer narrative:
Follow-up information received on 16-jun-2015 from physician: patient's demographic information was provided. This case refers to a (B)(6) non-pregnant female patient. She had 4 previous pregnancies and deliveries (gravida 4, para 4); previous gynecological procedures or interventions were denied. Essure was inserted due to desire of sterilization. Patient was 4 months postpartum at time of insertion. Cervical dilatation and paracervical block were applied during insertion, which was difficult. Patient received valium, percocet and toradol. There was no more than 1500 cc fluid loss and procedure did not take more than 20 minutes. On (B)(6) 2015, hysterosalpingogram (hsg) was performed and showed right device at intrauterine wall. Patient was asymptomatic. According to the physician, the uterine wall was perforated and this probably occurred with coil after deployment. The coil was removed on (B)(6) 2015 and physician redid the procedure. Hysterectomy and salpingectomy were denied. Reporter stated that removal was his choice. Company causality comment: this spontaneous medically confirmed case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted, and her hysterosalpingogram (hsg) revealed that right insert was in the myometrium. Physician believed this right uterine perforation probably happened after coil placement. The coil was removed by hysteroscopy and replaced. This event is serious due to medical significance and listed in the reference safety information for essure. Uterine perforation may occur with any trans-cervical intrauterine procedure; including insertion of a fallopian tubal occlusion insert (essure). In this particular case, the perforation was diagnosed at 3 months control hsg. Considering the available information and nature of the reported event, a causal relationship with essure cannot be excluded and due to the required intervention for essure removal (hysteroscopy) this case was regarded as incident. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect. Medical ptc assessment considered that, based on the available information, there is no reason to suspect quality defect of the product. No further information is expected.

Event description:
This is a spontaneous case report received from a medical doctor in united states on (B)(6) 2015 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2014, lot number d01977. Hysterosalpingogram test was performed on (B)(6) 2015 and revealed that one insert was in the myometrium. On (B)(6) 2015, the patient had a hysteroscopy. The device was removed and another insert was placed successfully. Ptc investigation result received on (B)(6) 2015. Ptc global number (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse event is a known, possible, undesirable event and not indicative of a quality deficit per se. 4 further ae case reports have been received to date in relation to the reported batch, of which 1 cases refer also to a similar adverse type of event no unusual pattern could be identified. The batch documentation of the reported batch was reviewed. No complaint sample was provided for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit as based on this report. Company causality comment: this spontaneous medically confirmed case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted, a hysterosalpingogram was done after 3 months and revealed that one insert was in the myometrium. This event, regarded as partial uterine perforation (partial expulsion of device) is serious due to medical significance and listed in the reference safety information for essure. Uterine perforation may occur with trans-cervical intrauterine procedure (e.g. Hysteroscopy, curettage). Uterine perforation with essure may occur, most often during insertion. In this particular case the exact date of the perforation was not reported. A hysterosalpingogram showed one insert was in the myometrium 3 months after insertion. The patient underwent a hysteroscopy and the device was removed. Another insert was placed successfully. Considering the available information and nature of the reported event, a causal relationship with essure cannot be excluded and due to the required intervention for essure removal (hysteroscopy) this case was regarded as incident. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect. Medical ptc assessment considered that, based on the available information, there is no reason to suspect quality defect of the product. Follow up information is expected.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs